Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy16-17. On (B)(6) 2009 the patient (B)(6) was subjected to a right hip arthroprosthesis where he has received a mom pinnacle implant. On (B)(6) 2009 the patient accused a suspect abscess at the right hip. After 2 years from the primary intervention, the patient accused itch with eczema above his hands due to allergic dermatitis at co and ni. On (B)(6) 2012 the patient did a MRI examination that showed encapsulated abscess with thick wall in the iliac pit. In (B)(6) a scintigraphy was done that showed an intense periprosthetic reactivity. An additional medical examination on (B)(6) 2012, detected infected arthroplasty of right hip with intrapelvic abscess. On (B)(6) 2012 the patient was hospitalized and subjected to explantation and placing of an antibiotic spacer with removal of abscess. On (B)(6) 2012 the patient was hospitalized again and was scheduled a new revision for the re-implantation that was done on (B)(6) 2013. The patient had metallosis: hig ions levels of co, cr and ni. Update rec'd 10 june 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also experiencing pain. Upon revision, the patient was found to have osteolysis. Upon revision, the patient had an antibiotic spacer placed. The patient was reimplanted on (B)(6) 2013. At this time the cup is being reported. The complaint was updated on: 06/23/2016.

Manufacturer narrative:
A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.